Event description:
It was reported by service report that the shock (dampener) came off of the head end right side siderail. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: dampener.